Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download showed fail-shut down for low battery at 96% and lower. Perform functional test: passed all relevant tests. Open and interior inspection: pass. Take battery measurements: fail: 3.21 v. Cut battery wrap and inspect: fail: cracked ic. The complain is confirmed because the battery is damaged. The reported event that the receiver ceased to function was confirmed. The root cause is defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/19/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The report of the receiver ceased to function could not be confirmed. A root cause could not be determined.